Event description:
It was reported the rigid video scope had a broken connection between the video connector and video cable. The reported malfunction occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The protector of the video cable section was cut. The investigation was unable to determine what caused the cable to fail/become damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No further information was provided by the customer.